Event description:
Reportable based on analysis completed on 06/15/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus liberte sds (stent delivery system) was unable to cross the target lesion. However, returned device analysis revealed stent damage. The physician was attempting to treat an unk lesion in an unspecified location with a 2.50x24mm taxus liberte stent. The taxus liberte sds was unable to cross the target lesion. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "no problem".

Manufacturer narrative:
(B) (6). The complaint device was returned for analysis. Examination revealed middle stent damage, with struts raised. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).